Manufacturer narrative:
(H3) the revision reported was likely the result of joint instability, which allowed for extensive wear of the tibial insert. Additionally, a contributing factor to the wear and delamination may have been the result of being packaged in a non-conforming vacuum bag for more than five years.

Manufacturer narrative:
D10:concomitant products: - logic tibia implant psc insert, sz 4, 11mm (02-012-44-4011) serial (B)(6); - composant femoral logic sans ciment t4 gauche (cat# 02-010-02-0240 / serial# (B)(6); - embase tibiale fit logic cimentee 4f/4t (cat# 02-012-45-4040 / serial# (B)(6); - tige extension diam 14 lg 40 (cat# 204-34-04 / serial# (B)(6); - vis pour tige extension tibiale (cat# 204-70-00 / serial# (B)(6).

Event description:
As reported, approximately three years post initial left tka, the 71 y/o male patient had a full revision surgery. Patient experienced laxity, painful synovitis and extensive granuloma requesting excision. Patient's pe tibial and patella implants presented excessive early wear. Patient was revised to competitor's devices. No further information provided. Images received. Sales rep was unable to obtain x-rays. The devices will be return.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: h6, h11 the following sections were corrected: h6 the revision reported was likely the result of extensive wear of the tibial insert, which may have been the result of joint instability. The noted patella deformation may have been the result of normal contact pressure/articulation with the femur. However, the reported instability cannot be confirmed, and the sequence of events cannot be determined. Additionally, a contributing factor to the insert wear and delamination may have been the result of being packaged in a non-conforming vacuum bad for more than five years. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.